Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2017; 5076-52 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing on stored electrograms. The atrial undersensing is a known issue with the lead. T he interrogation also noted suspected t-wave oversensing on the right ventricular lead. Both leads remain in use. No patient complications have been reported as a result of this event.